Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm, 4 to 5 cm right iliac aneurysm and a 6 cm left iliac aneurysm. The vessels were moderately tortuous and not calcified. It was reported that after the contralateral limb was successfully deployed on the patient's left side without difficulty; however, immediately after deployment the radiopaque marker band detached from the delivery catheter. As the nose cone was being retracted and moving backwards the marker band appeared to be stationary. After removal of the delivery system from the patient the marker band was found intact. The stent stop was found detached and it remained on the wire lumen. It was determined the detached stent stop could not have come loose in the patient. No intervention was required and no clinical sequelae were reported. The patient is fine. The delivery system was returned and its evaluation has been completed.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: moderately tortuous anatomy. Other (graft cover kinked, stent stop displaced). Evaluation summary: the slider was retracted 32mm. The taper tip was extended out 20mm. The quick disconnect was disengaged adn bent, but it was able to be reconnected. The marker band was intact. The stent stop was displaced and freely moving and it was located 2cm proximal to the marker band; however, it was not possible to determine what caused the breakage. There were multiple kinks on the sheath at 58mm, 94mm and 130mm from the edge of the graft cover.